Event description:
Additional information was requested on 10/11/2011, 11/8/2011 and 11/16/2011 and the surgeon has not provided any response.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2011: during the left colectomy on (B)(6), the surgeon had no difficulty during the use of the device; there was no resistance and he did not hear any unusual noise while firing the stapler. Six days after surgery, on (B)(6), fistula(s) appeared on the anastomotic sutures (confirmed by (B)(6)). Surgeon unwilling to provide additional details. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after a left colectomy procedure, the surgeon had no difficulty during the use of the device. On (B)(6), a fistula was identified and confirmed by scan. There was no re-intervention after confirmation of the diagnosis by scan. The patient received a medical treatment and went home. There were no adverse consequences for the patient. One device discarded.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.